Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 18-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving fentanyl (2000 mcg/ml at 199.9 mcg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient noticed they had stopped receiving therapy. A dye study was performed "one month ago" relative to (B)(6) 2019 and it was determined that the catheter had slipped out of place. The patient stated that they did not fall, slip or twist in excess for the catheter to slip out of place. It was noted the patient did suffer from bilateral neuropathy. The catheter was revised on (B)(6) 2019 and was fully replaced. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable intrathecal catheter (s/n (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.